Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirm the reported issue. The unit passed 70. 2 hours of extended testing. Passed initial final test and initial alarm volume test.unable to duplicate the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel whenever they use the ventilator in the bipap or nppv modes that they get a "blower demand" error. As of this time there is no information about patient involvement associated in this reported event.